Event description:
The customer reported that the system would display and over-voltage error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The plug was placed in a different outlet, the nodes were flashed, and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.